Event description:
It was reported that the implantable neurostimulator turned off randomly. The device would turn off during the night and the patient would have to recharge to turn stimulation back on. The device would turn off when the battery was 75% full. The patient was recharging his implantable neurostimulator more than expected. The patient wanted the device explanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.